Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed multiple insulation cuts 33 cm from the terminal pin. Laboratory analysis indicated this is consistent with damage induced during the explant procedure as there was fresh body fluid in the insulation cuts. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing thresholds, decreased impedance measurements.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhbited increased thrsholds and decreased impedance measurments on the right ventricular (rv) lead. It was noted that the changes in thresholds and impedances occurred after the patient's cornary artery bypass grafting (CABG) surgery. The physician elected to explant and replace this rv lead, as they suspected the lead may have been damaged in the unrelated surgery. No additional adverse patient effects were reported.